Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained about seeing their chest moving up and down. Follow-up attempts were made to the clinic to obtain additional information, but none was received. The device remains in use. No patient complications have been reported as a result of this event.